Event description:
It is reported that the patient experienced pain after 2 -3 years, breakage of the tibial prosthesis.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Other device used: allegretto femoral prosthesis, catalog# 49225100, lot# unk. This report will be amended when our investigation is completed.